Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user was involved in a car accident and sustained an impact over the implant side. Following the accident, the user reported that he could no longer hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was involved in a car accident and sustained an impact over the implant side. Following the accident, the user reported that he could no longer hear with the device. The clinic noted swelling below the coil site, although the coil site itself did not appear swollen.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to the reported head trauma. Reportedly no swelling is present over the implant coil. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user was involved in a car accident and sustained an impact over the implant side. Following the accident, the user reported that he could no longer hear with the device.